Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeon had a difficult time trying to insert and secure the burr hole clip. After multiple attempts he thought it was secure but after removing the drive, the jaws opened up and clip came out causing the lead to get pulled out of the target by 26mm. Surgeon was able to reinsert lead to correct depth and used a new clip to secure the lead. Manufacturer representative (rep) reports issue was resolved at the time of report.